Manufacturer narrative:
Examination of returned used device, item ckp-3500, found implant inner body damage and still attached to the driver shaft assembly. However, no damage to the driver assembly. Broken anchor outer body was returned for the evaluation. Poplok safety lever was not locked in and the release knob found entirely pushed in. This bio composite suture anchor is intended to reattach/fixate soft tissue to bone in orthopedic procedures. The user is advised to ensure proper selection of bone punch/tap is used for the specific anchor size. The anchor should be properly seated on the disposable driver and laterally loading should be avoided during insertion. Mitigation of potential anchor breakage is outlined for the user in the instructions for use. The user is advised to ensure proper selection of bone punch/tap is used for the specific anchor size. The anchor should be properly seated on the disposable driver and laterally loading should be avoided during insertion. Mitigation of potential anchor breakage is outlined for the user in the instructions for use. This is a technique dependent device and the most likely cause of this issue is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: avoid lateral loading when inserting the anchor and to maintain proper alignment during insertion and disengagement of the device from the driver. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the ckp-3500, poplok 3.5 peek anchor, cracked inside the patient during a rotator cuff repair on (B)(6) 2019. It was retrieved by the surgeon and completely removed. Another anchor was used and the procedure was completed. There was a surgical delay of 2-minutes. There was no patient or user injury or impact reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.